Manufacturer narrative:
Product event summary: at analysis it was determined that the ventricle connector, both bail cover attachments and the cover ring attachment were cracked and the ring attachment was missing and the battery contacts were visibly contaminated. The device was cleaned and all defective parts were replaced and all other identified issues were resolved. The device passed all its tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned for its annual preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.